Manufacturer narrative:
Investigation summary: refer to (B)(4). As per manufacturing: DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Pen needle product has 100% clog test in flowguru station, and defect part will rejected by flowguru station automatically. Clog test was conducted on 14pcs retention samples and all no needle clog found. No returned samples or actual defect samples for investigation, so we can't performing in-depth investigation. 6 base on investigation above, the complaint is not manufacture issue.

Event description:
It was reported that bd ultra fine¿ pen needle didn't produce water after unwrapped. This occurred on 2 occasions, discovered before use on a patient. The following information was provided by the initial reporter: it's noticed that pen needle didn't water after unwrapped the package. Affected qty confirmed to be 2 eas.